Event description:
The surgeon was performing a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee (mck) implant system. During femoral resection, the surgeon re-positioned the knee, and when the surgeon attempted to continue resection, the burr appeared to be off plan. The surgeon checked rio accuracy using the probe, which confirmed the issue. Attempts to re-register the femur and the rio did not resolve the issue. The surgeon determined that the proper course of action was to convert to a total knee replacement procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is ongoing, and a supplemental report will be filled when results are obtained.